Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported when the doctor checked the dressing during npwt for hip pressure ulcer with renasys go pump, he/she found that exudate fluid was not removed properly and it remained under the dressing.